Event description:
The facility sent a fax that stated the surgeon attempted to implant a cc4204bf plate collamer lens. The lens did not eject well. No pt contact or injury. The injector and cartridge model and lot numbers were not provided by the facility. Additional info has been requested, but none has been forthcoming from the user facility.